Event description:
Revision surgery - the patient had a painful left total hip. According to the doctor, the components were loose on acetabular side.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after approximately 19 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record and product complaint report history could not be conducted due to the lack of information on the part and lot number. The root cause for the pain was most likely due to the implants being loose; the cause for the looseness was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.